Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.5.0) installed on iphone 15 pro (ios 17.5) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version e. The diagnostic and analytic logs show that carelink server was not reachable at the time of the login and discovery request. This caused the app to be unable to obtain sake keys to perform a successful pairing with the pump. The issue was confirmed we provided the helpline with the following instructions:â¿¨ toggle between wifi and cellular, force close the app, open the app again, and proceed to a new pairing attempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a loss of communication between the transmitter andthe pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but xmtr was not fully charged. Customer was advised to fully charge transmitter.unpairing and repairing the pump and mobile device resolved the issue.reported issue resolved, no escalation required. Unable to complete troubleshooting or provide instructions, insufficient information to escalate.the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Unable to resolve with existing troubleshooting or labeled instructions,issue escalated. It was unknown whether customer continue using the application. No product is required for mmt-6102